Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that unspecified bd¿ syringe had scale marking issues. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported the markings on our syringes being too small to see. Verbatim: per customer's response on 02/11/2021. We train/certify pharmacists and registered pharmacy technicians to administer vaccines. To do this, we purchase bd swabs, syringes and needles. One of the ¿points¿ we teach is choosing the appropriate needle size. On the paper backing for the needle, the print is small, and it is difficult to quickly identify the appropriate needle length because 5/8 ¿ is in the same font size and colour as 1¿ and the look/feel/size between the packages is the same. I find this can be challenging in our courses and also in practice. I would like to suggest a change to your packaging. What I would like to suggest is that these important needle characteristics are highlighted in a different colour from each other so that a healthcare professional can easily choose the appropriate size needle. Customer raised concerns on a call about the markings on our syringes being too small to see and sometimes resulting in pharmacists opening the wrong package (5/8 vs 1 in). I was speaking to this customer about something non related and she thought she would just tell me this, I don't get the feeling from her that it's a major issue.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe had scale marking issues. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported the markings on our syringes being too small to see. Verbatim: per customer's response on 02/11/2021: we train/certify pharmacists and registered pharmacy technicians to administer vaccines. To do this, we purchase bd swabs, syringes and needles. One of the ¿points¿ we teach is choosing the appropriate needle size. On the paper backing for the needle, the print is small, and it is difficult to quickly identify the appropriate needle length because 5/8¿ is in the same font size and colour as 1¿ and the look/feel/size between the packages is the same. I find this can be challenging in our courses and also in practice. I would like to suggest a change to your packaging. What I would like to suggest is that these important needle characteristics are highlighted in a different colour from each other so that a healthcare professional can easily choose the appropriate size needle. Customer raised concerns on a call about the markings on our syringes being too small to see and sometimes resulting in pharmacists opening the wrong package (5/8 vs 1 in). I was speaking to this customer about something non related and she thought she would just tell me this, I don't get the feeling from her that it's a major issue.